Event description:
As reported, a 5-150 smart flex stent was implanted after opening and dilating a long segment of the superficial femoral artery of a lower extremity artery occlusion. The smart flex stent could not be fully released during superficial femoral artery release. The inner segment of the release sheath appeared to tear, and the stent could not be released and was later forcibly withdrawn from the body. The case was completed with the use of another non-cordis stent. The additional stent did expand fully with good wall apposition. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath when removed from the packaging. There was no difficulty encountered while flushing the delivery system. The target lesion was measured to be 5mm in diameter. The lesion was noted to have mild calcification with no vessel tortuosity. The lesion was noted to have a 85% stenosis. An unknown 6 french sheath was used for the procedure. The delivery system was advanced past the lesion and then withdrawn back into the lesions prior to stent deployment. The user did hold the handle of the smart device flat and straight while outside the patient. No unusual force was applied to the device. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
As reported, a 5-150 smart flex stent was implanted after opening and dilating a long segment of the superficial femoral artery of a lower extremity artery occlusion. The smart flex stent could not be fully released during superficial femoral artery release. The inner segment of the release sheath appeared to tear, and the stent could not be released and was later forcibly withdrawn from the body. The case was completed with the use of another non-cordis stent. The additional stent did expand fully with good wall apposition. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath when removed from the packaging. There was no difficulty encountered while flushing the delivery system. The target lesion was measured to be 5mm in diameter. The lesion was noted to have mild calcification with no vessel tortuosity. The lesion was noted to have 85% stenosis. An unknown 6 french sheath was used for the procedure. The delivery system was advanced past the lesion and then withdrawn back into the lesions prior to stent deployment. The user did hold the handle of the smart device flat and straight while outside the patient. No unusual force was applied to the device. The device will not be returned for evaluation as multiple attempts were made without success. The device was not returned for analysis. A product history record (phr) review of lot 329386 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿, ¿outer sheath cracked¿ and ¿stent delivery system (sds) withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact causes cannot be determined. It is likely handling, vessel characteristics and procedural factors contributed to the events reported by the customer. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is felt during retraction of the outer sheath (1), do not force deployment. Carefully withdraw the stent system without deploying the stent. 13. Under fluoroscopic guidance, withdraw the entire delivery system as one unit, over the guidewire while keeping the guidewire in position, and out of the body. Remove the delivery device from the guidewire. Warning: do not forcefully remove delivery system from introducer/sheath ¿ if resistance is met, remove sheath and delivery system as a unit. 14. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient. 15. When clinically appropriate, remove the guidewire, sheath, and any other accessory equipment from the body and achieve hemostasis of the access site.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5-150 smart flex stent was implanted after opening and dilating a long segment of the superficial femoral artery of a lower extremity artery occlusion. The smart flex stent could not be fully released during superficial femoral artery release. The inner segment of the release sheath appeared to tear, and the stent could not be released and was later forcibly withdrawn from the body. The case was completed with the use of another non-cordis stent. The additional stent did expand fully with good wall apposition. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath when removed from the packaging. There was no difficulty encountered while flushing the delivery system. The target lesion was measured to be 5mm in diameter. The lesion was noted to have mild calcification with no vessel tortuosity. The lesion was noted to have a 85% stenosis. An unknown 6 french sheath was used for the procedure. The delivery system was advanced past the lesion and then withdrawn back into the lesions prior to stent deployment. The user did hold the handle of the smart device flat and straight while outside the patient. No unusual force was applied to the device. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5-150 smart flex stent was implanted after opening and dilating a long segment of the superficial femoral artery of a lower extremity artery occlusion. The smart flex stent could not be fully released during superficial femoral artery release. The inner segment of the release sheath appeared to tear, and the stent could not be released and was later forcibly withdrawn from the body. The case was completed with the use of another non-cordis stent. The additional stent did expand fully with good wall apposition. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath when removed from the packaging. There was no difficulty encountered while flushing the delivery system. The target lesion was measured to be 5mm in diameter. The lesion was noted to have mild calcification with no vessel tortuosity. The lesion was noted to have a 85% stenosis. An unknown 6 french sheath was used for the procedure. The delivery system was advanced past the lesion and then withdrawn back into the lesions prior to stent deployment. The user did hold the handle of the smart device flat and straight while outside the patient. No unusual force was applied to the device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5-150 smart flex stent was implanted after opening and dilating a long segment of the superficial femoral artery of a lower extremity artery occlusion. The smart flex stent could not be fully released during superficial femoral artery release. The inner segment of the release sheath appeared to tear, and the stent could not be released and was later forcibly withdrawn from the body. The case was completed with the use of another non-cordis stent. The additional stent did expand fully with good wall apposition. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath when removed from the packaging. There was no difficulty encountered while flushing the delivery system. The target lesion was measured to be 5mm in diameter. The lesion was noted to have mild calcification with no vessel tortuosity. The lesion was noted to have 85% stenosis. An unknown 6 french sheath was used for the procedure. The delivery system was advanced past the lesion and then withdrawn back into the lesions prior to stent deployment. The user did hold the handle of the smart device flat and straight while outside the patient. No unusual force was applied to the device. The device was returned for analysis. A non-sterile unit of product ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit was thoroughly inspected observing that the stent was partially deployed, with the plastic nut of the hemostasis valve fully locked. In addition, a severe kinked condition was noted approximately 119cm from the distal tip. The outer sheath presents a separation approximately 130cm from the distal tip. No other outstanding details were observed on the returned device. Functional testing could not be performed due to the outer sheath separation and kinked condition. The damages associated with the separation are visible with the magnification obtained with a vision system observing the separated material presented evidence of elongations on the edge. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. A product history record (phr) review of lot (B)(4) revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed, the reported ¿outer sheath cracked¿ was not confirmed instead a separation was noted. Additionally, the reported stent delivery system (sds) withdrawal difficulty¿ could not be confirmed due to the nature of the complaint which cannot be replicated in the lab setting. Therefore, the exact causes cannot be determined. The device was received with the stent partially deployed and a separation of the outer sheath was noted. Elongations were noted on the separated edge of the outer sheath suggesting the device may have been induced to a tensile force that exceeded the material yield strength prior to the separation. Based on the information available for review, it is likely handling, vessel characteristics and procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is felt during retraction of the outer sheath (1), do not force deployment. Carefully withdraw the stent system without deploying the stent. 13. Under fluoroscopic guidance, withdraw the entire delivery system as one unit, over the guidewire while keeping the guidewire in position, and out of the body. Remove the delivery device from the guidewire. Warning: do not forcefully remove delivery system from introducer/sheath ¿ if resistance is met, remove sheath and delivery system as a unit. 14. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient. 15. When clinically appropriate, remove the guidewire, sheath, and any other accessory equipment from the body and achieve hemostasis of the access site.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.